Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received fully deployed. The suture was found cut and the bag was not returned for analysis. Functionally test could not be performed as the device was fully deployed and locked out. The instrument was disassembled and the support arms were found to be bent. The event could not be confirmed as the bag was not returned for analysis. No conclusion could be reach as to what may have caused the reported incident nor the damage found on the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ¿gu¿ surgery, the device fell apart inside of the abdomen after it was deployed. The separated pieces were retrieved from the abdomen. Care was not affected. No patient consequences were reported.